Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device is getting an intermittent red x and it loses power. There was no reported patient involvement.